Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that the lens was torn in half and there was both a reddish and a clear surgical residue on the lens.

Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric and the lens was torn upon insertion. The lens was sheared in half and removed without any patient injury. The reporter stated the incident was due to a loading error.